Manufacturer narrative:
(B)(4).

Event description:
Procedure type: av fistula. According to the reporter: clips were discharged/dropped int the wound. One clip fell into the wound and eas retrieved. Also, the clips do not come together properly and they "scissor" which cause them to damage the vein. The vein was repaired with suture. The arm was average in size. Ther was minimal blood loss. Surgical time was extended but less than 30 minutes. Hospital stay was not lengthened and there was no infection to our knowledge resulted.